Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insight-a ¿ catheter cracked at the tip of the catheter. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device history review was conducted for lot number 8015234 our records show it was manufactured january of 2018 and determined that this is the only instance of an event involving catheter tip integrity occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Unfortunately a sample could not be obtained for the purpose of the investigation, and a review of the retained samples for this lot was unable to identify similar damage. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd insight-a catheter cracked at the tip of the catheter. No serious injury or medical intervention was reported.